Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited a loss of capture at higher outputs. Additionally, the p-wave signal was not observed during the parameters check. The lead was not used and replaced during the procedure. The patient was in a stable condition.